Event description:
During a spine screw fixation the titanium blocker (closure mechanism) broke radially after at final tightening. It was necessary to remove 2 screws and 2 blockers.

Manufacturer narrative:
Codes will be determined upon engineering eval.